Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an air pocket on the tip of the tubing during the fill tubing process. The customer's blood glucose was 158 mg/dl. Tandem technical support replaced the infusion set to resolve the issue.